Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that while in pt use the ventilator lost all volumes. Quit ventilating. The pt was removed from the ventilator and placed on another ventilator, no pt harm.